Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that the blood glucose value was raised up to 600mg/dl and then was 376mg/dl and then it was 333mg/dl. Customer stated that they declined to troubleshoot for high blood glucose value and treated with the insulin pump. Insulin pump will not be returned for analysis.